Manufacturer narrative:
Concomitant medical products: 5076-45 lead,implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) lead exhibited noise and was possibly fractured. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.